Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was determined to be two electrically leaky filters, designators fl9 and fl10 from the analog pcb assembly. The leaky filters caused the internal (B)(4) batteries to become depleted.

Event description:
The customer initially reported that their device was showing its charge-pak icon. After an evaluation of the device, it was observed that the internal hlc batteries had been depleted to a point which would affect the delivery of defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.